Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the device had a damaged valve. A little piece of the valve fell into patient cavity but was retrieved. There was no patient harm.